Manufacturer narrative:
Date sent: 11/24/2008. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, the clips were not forming properly. The clips are opening at the tips where suture could go through in a pear shape. Another device was used to complete the procedure. There was no adverse consequence to the patient.